Manufacturer narrative:
This investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Impactors broke during surgery. Qty: 2.

Manufacturer narrative:
The sp2 tibial radel impactors associated with this report were not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Re-open 09 sept 2015** - received email from (B)(6) on 08 sept 2015 to advise the products have been received. 11 sept 2015 products sent to (B)(4). Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Corrected: (changed from qty 2 to qty 1). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Qty: 1.